Event description:
Pt had ruptured breast implants and grade iii contracture. Implants were removed and replaced with saline filled implants. Prior surgeries were done at another hospital so there are no details available.